Event description:
Reportedly, on jan 2019, the patient presenting fatigue went to the hospital. Pacing failure was confirmed and pacemaker check revealed high atrial lead impedance (3000 ohms) and high atrial threshold (7.5v/0.35ms) in bipolar configuration. The atrial lead was suspected to be fractured. In unipolar configuration, the atrial lead measurements were: impedance at 366 ohms, threshold at 0.75v/0.35ms and sensitivity at 0.38mv. The atrial lead was then reprogrammed to unipolar configuration. Reportedly, a re-intervention was performed on (B)(6)2019. The device was discarded and the associated atrial and ventricular leads were abandoned in the patient's body. Preliminary analysis revealed that the most probable hypothesis to explain the reported behavior is an atrial lead issue.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190220 - file-2019-00219 - analysis_and_closure_report_resp-2019-00132.pdf].

Event description:
Reportedly, on (B)(6) 2019, the patient presenting fatigue went to the hospital. Pacing failure was confirmed and pacemaker check revealed high atrial lead impedance (3000 ohms) and high atrial threshold (7.5v/0.35ms) in bipolar configuration. The atrial lead was suspected to be fractured. In unipolar configuration, the atrial lead measurements were: impedance at 366 ohms, threshold at 0.75v/0.35ms and sensitivity at 0.38mv. The atrial lead was then reprogrammed to unipolar configuration. Reportedly, a re-intervention was performed on (B)(6) 2019. The device was discarded and the associated atrial and ventricular leads were abandoned in the patient's body. Preliminary analysis revealed that the most probable hypothesis to explain the reported behavior is an atrial lead issue.